Manufacturer narrative:
The device has not been returned; as such an actual device evaluation is not performed. The device evaluation is done by historical data. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The reported issue for the device was that the emergency light (spare lamp) turns on. Since the device is not returned, the root cause cannot be determined. The following are the possible causes: ¿ lamp (main) did not light due to deterioration of the xenon lamp or malfunction of the igniter and switched to the emergency lamp. The instructions for use includes the following statements: ¿ automatic switching to the emergency lamp: if the examination lamp does not light up or blows in the middle of an examination making endoscopic observation impossible, the light source switches automatically to the emergency light. The emergency light provides enough brightness for withdrawing the endoscope from the patient¿s body. ¿ emergency lamp indicator: this indicator lights up when the emergency lamp (halogen) is in use and blinks when the emergency lamp (halogen) is broken, disconnected, or not mounted.

Manufacturer narrative:
There is no additional information for the event as yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Customer called for troubleshooting, but the issue of why the spare lamp indicator should be on, indicating main lamp powering issue, could not be determined at that time. The lamp life is 150 hours and it is not known if the lamp is a third-party one. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during maintenance the device spare lamp indicator light is on. There is no patient involvement.